Manufacturer narrative:
The pushwire was returned for evaluation broken into two segments at approximately 181 cm from the proximal end. The distal broken segment and stent remains in the patient. Cross sectional analysis of the break surface indicated that the failure mode was due to tensile overload. Pushwire separation. (B)(4).

Event description:
Treatment of a stroke at the right m1 segment. The patient had elongated vessels. During the mechanical thrombectomy, it was reported the solitaire separated as it was being retrieved from the first pass. It was decided to leave the separated part of the solitaire inside the patient as the risk for removal was too high. The patient was placed on heparin perfusor and was in stable condition.